Event description:
Patient was brought to the operating room, and was given general anesthesia and intubated. Procedure was started and when it was time to use the stapler, the jaws would not close. Stapler was changed and the procedure was completed without any further incident. ====================== manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter) ====================== surgery robotic coordinator reported this to the company and device was sent to the surgical coordinator in materials management. Spoke to surgical coordinator in materials management and she plans to send device back within the next two weeks.

Event description:
Patient was brought to the operating room, and was given general anesthesia and intubated. Procedure was started and when it was time to use the stapler, the jaws would not close. Stapler was changed and the procedure was completed without any further incident. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter). Surgery robotic coordinator reported this to the company and device was sent to the surgical coordinator in materials management. Spoke to surgical coordinator in materials management and she plans to send device back within the next two weeks.